Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring greater than 125 ohms. It was noted the impedances had gradually increased and boston scientific technical services (ts) discussed there was likely some physiologic change around the coils. Ts discussed troubleshooting options, which included reprogramming the vectors or continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.